Manufacturer narrative:
Occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy, part of the jaw broke off and was retrieved by surgeon. There was no patient injury.